Event description:
During an initial implant procedure, decreased sensing, increased capture threshold, decreased pacing impedance, and a current of injury issue were observed on the right ventricular (rv) leadless pacemaker (lp). The suspected cause of the event was due to a microdislodgement which was confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.